Manufacturer narrative:
Other text: additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Wear and tear damaged front cover, enclosure and cracked tank cover. Started with a visual inspection then filled tank with water, attached temperature check. Plugged in line cord and turned on the power switch. During investigation, the tank cover was found cracked at the screw holes. The root cause was determined to be user interface. Customer put too much pressure when screwing in the screws. Actions were taken to mitigate the reported issue: replace tank cover. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported the device tank was found leaking. No patient involved.